Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results during lunchtime on the nano system within 10 minutes: 199 mg/dl, 275 mg/dl, 575 mg/dl, and 131 mg/dl. At dinner time customer reportedly received the following results on the nano system within 10 minutes: 156 mg/dl, 187 mg/dl, and 101 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.